Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2090w programmer. (B)(4).

Event description:
It was reported that there was not a good electrical connection between the radiofrequency programmer head and the programmer well connector. It was noted that it was possibly caused by over use or tugging on the cord. Both the programmer and the programmer head were returned for service. It was indicated that there was no patient involvement associated with this event.